Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy, during insertion of the primary port without insufflation, injury occurred to the iliac artery. A thoracic surgeon was called in and worked on the patient for 2 hours. Patient expired. According to the safety review officer, she did not believe it to be a surgeon issue. She did, however, request an inservice; the rep provided an inservice. The status of the trocar is unknown at this time.